Event description:
Caller reported an issue with cgm error 42 pertaining to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset and guided the caller through the process, which resolved the error, and the caller successfully started their sensor session.